Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "the tivek paper on the inside sterile container was shredding, not opening properly, and left fibers in the sterile container where the implant is". This record is for an unknown side. Device was implanted.

Manufacturer narrative:
Clarification to h6 adverse event problem and h11 additional mfg narrative: the device in this record remains implanted in the patient. Healthcare professional returned only the packaging for analysis, captured by b19 incomplete device returned. Laboratory analysis performed on device packaging only: per the investigation procedure, the device is analyzed through visual inspection. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: tyvek or thermoform sticking: observed delamination of inner lid through visual inspection. No additional observations performed on the device. No further actions are required. Reason for reoperation: n/a; "the tivek paper on the inside sterile container was shredding, not opening properly, and left fibers in the sterile container where the implant is". Additional, changed, and/or corrected data: a3a, b2, b5, h1, h6, h11.

Event description:
Healthcare professional reported "the tivek paper on the inside sterile container was shredding, not opening properly, and left fibers in the sterile container where the implant is". Device was implanted on an unknown side.